Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Additionally, it was noted that the analysis of the device memory indicated that there was a the right ventricular lead integrity alert, the impedance on a lead was beyond the expected upper range, the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Beginning (B)(6) 2015, v (ventricular) sensing integrity counts up to 1391; vt-ns (ventricular tachycardia ¿ non-sustained) episodes with evidence of lead noise oversensing. On (B)(6) 2015 rv pacing impedance measured 589 ohms up from a trend of 361-475 ohms. On (B)(6) 2015 rv pacing impedance measured at 0 ohms. The rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate nst (non-sustained tachycardia) episodes.

Event description:
It was further reported that the lead exhibited high impedance and showed evidence of fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Additionally, the right ventricular lead integrity alert triggered. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for elevated sensing integrity counter (sic) and non-sustained tachycardia episodes. The impedance measured at zero. The lead was explanted and replaced. No patient complications have been reported as a result of this event.